Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that following a lead revision (B)(6) 2018, the device worked fine for a while then on (B)(6) 2018, the patient reported that she was getting ¿settings not available.¿ the manufacturer representative (rep) met with the patient and checked impedances and contact 13, 14, 5, 1 were >40k and contacts 8-12 were listed as avoid. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on december 5th reported the actions taken to resolve the setting not available and impedance issues were reprogramming. The rep noted the patient was not receiving coverage on the affected side and the healthcare professional (hcp) was considering a second lead revision and possibly battery replacement, but nothing had been scheduled at the time of the report. There were no further complications that have been reported as a result of this event.